Manufacturer narrative:
The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify weak battery alert, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had low battery and weak battery alerts with new batteries inserted. Blood glucose level at the time of the incident was not provided. The customer previously performed troubleshooting for the same issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.